Event description:
Customer reports lancet does not retract. Customer states lancet is protruding after firing while using the softclix plus lancet device. Accidental stick reported; no medical treatment received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.